Event description:
Device errored on the machine the letter "x" no seal with the device. Manufacturer response for minerva handpiece, (brand not provided) (per site reporter). Manufactures representative came in and looked at the handpieces-took down information, will send replacements and said to discard the defective devices.